Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the clamp broke. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the clamp broke and fell into the patient's cavity but it was retrieved. The clamp was replaced and an x-ray was performed to remove the component that fell into the abdominal cavity.